Event description:
It was reported that prior to an atrial fibrillation ablation a faradrive was selected for use. After creating the left atrial anatomy with the hd grid mapping catheter, the farawave was inserted into the sheath and the sheath would not aspirate without creating a mixture of air and blood at the flush port. The physician made several attempts to reposition, aspirate but was unable to clear air from the flush port during aspiration. The physician then elected to change sheath. The sheath was exchanged over a wire and the new sheath aspirated and flushed appropriately. The procedure was completed without patient complications.

Event description:
It was reported that prior to an atrial fibrillation ablation a faradrive was selected for use. During preparation an issue with the flush port was noticed. The sheath was replaced and procedure was completed without patient complications. It was further reported that after creating the left atrial anatomy with the non-boston scientific mapping catheter, the farawave was inserted into the sheath and the sheath would not aspirate without creating a mixture of air and blood at the flush port. The physician made several attempts to reposition, aspirate but was unable to clear air from the flush port during aspiration. The physician then elected to change sheath. The sheath was exchanged over a wire and the new sheath aspirated and flushed appropriately.

Manufacturer narrative:
The complaint allegations were confirmed through cis analysis. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.